Event description:
It was reported that the device failed to turn on during a patient event. A second defibrillator was made available(unknown delay) and used to defibrillate the patient. There were no further details on the event and/or the patient provided.

Event description:
It was reported that the device failed to turn on during a patient event. A second defibrillator was made available with a delay of 150 seconds and used to defibrillate the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): the facility biomed informed that the device had no active service lights and successfully passed a performance inspection following the event. Physio-control provided the reporter technical assistance. The customer declined physio-control's service offer and the device was not returned for analysis. A conclusive cause of the reported event could not be determined.

Manufacturer narrative:
The initial MDR reads: it was reported that the device failed to turn on during a patient event. A second defibrillator was made available(unknown delay) and used to defibrillate the patient. There were no further details on the event and/or the patient provided. The initial MDR should read: it was reported that the device failed to turn on during a patient event. A second defibrillator was made available with a delay of 150 seconds and used to defibrillate the patient. There were no further details on the event and/or the patient provided.